Event description:
Discordant creatinine, calcium, urea nitrogen, carbon dioxide and glucose results were obtained on one patient sample on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated and the corrected results were reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant creatinine, calcium, urea nitrogen, carbon dioxide and glucose results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After evaluation, the cse realigned the instrument to the track, replaced the sample probe mechanism and clot detector. The cause of the discordant creatinine, calcium, urea nitrogen, carbon dioxide and glucose results is unknown. The cse successfully ran controls and qc. The instrument is performing within specification. No further evaluation of the device is required.